Manufacturer narrative:
Investigation results: visual inspection observed that the cold jaw boot insulation was cracked. The cracked jaw boot forms a complete assembly with no piece missing. The reported complaint that the hemopro's jaw defective out of the box is confirmed. A review of the finished device lot history record did not reveal any non conformance request, which could have contributed to this complaint.

Event description:
The hospital reported that during the preparation for an endoscopic vein harvesting procedure, it was noticed that the silicone coating on the hemopro's jaw is defective out of the box. The coating was broken and was not covered the jaw. A replacement device was used to complete the procedure. There was no patient complication reported by the hospital.